Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had problem in monopolar coagulation and the relays from k12 to k17 were damaged. Medical/surgical intervention was necessary to prevent permanent impairment of a function, patient incurred bleeding and needed re-operation.